Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after insertion of the intra-aortic balloon (iab) and initiating therapy, the console generated a fiber optic sensor failure alarm. The customer had attempted unplugging and reconnecting the fiber optic cable as well as connecting the transduced inner lumen for the arterial pressure waveform. The customer was advised to unplug and tag the fiber optic cable to stop the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that immediately after insertion of the intra-aortic balloon (iab) and initiating therapy, the console generated a fiber optic sensor failure alarm. The customer had attempted unplugging and reconnecting the fiber optic cable as well as connecting the transduced inner lumen for the arterial pressure waveform. The customer was advised to unplug and tag the fiber optic cable to stop the alarm. There was no patient harm or adverse event reported.